Manufacturer narrative:
Following the evaluation of the device, the fse replaced the blower assembly to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Manufacturer narrative:
Report date: (B)(6) 2021.

Event description:
It was reported to philips that the device alarmed "blower temp high" while in use on a patient. The device was in use at the time of the event. The user could hear the fan wind down after the alarm displayed and then the ventilator was swapped for another one. There was no report of patient or user harm. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance. Other information is pending.